Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007, 5076-58 lead implanted: (B)(6) 2007.

Event description:
It was reported that there was possible electromagnetic interference (emi) on the implantable cardioverter defibrillator (ICD). There was noise on both the atrial and ventricular electrograms. All of the episodes were one to two seconds and spread out over the span of two months. The device remains in use. No patient complications have been reported as a result of this event.